Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The information provided to sjm indicated in (B)(6) 2014, the patient presented to the emergency room with shortness of breath and echocardiography revealed aortic insufficiency. The valve was explanted and during the procedure, a cuspal tear was observed. The valve was replaced with a bioprosthesis from another manufacturer. It was reported the patient was doing well postoperatively.